Manufacturer narrative:
It was possible to verify the reported failure (fragment of the scope's forceps plug fell into the bronchial lumen) from the returned sample. To replicate the reported failure, a simulation was performed on a sample. Biopsy forceps (maximum od 1.9 mm) were repeatedly inserted into the working channel through the biopsy valve (without opening the biopsy valve cap). This is to replicate the failure observed by user. From the simulation test performed, the observed failure mode was similar to the returned sample where the biopsy valve cap torn and detached after the tool was inserted multiple times (~15 times). The repeated insertions caused the torn area on the biopsy valve cap to gradually worsen, ultimately leading to detachment. According to the IFU, the biopsy valve cap can be detached by the user when necessary to facilitate tool insertion. Based on the investigation results, the possible cause for the reported failure could be due to repeated tool insertions through the biopsy valve, which resulted in tearing of the white rubber component of the biopsy valve cap. The torn portion subsequently dislodged into the working channel and was observed falling into the bronchial lumen during the procedure. Manufacturing records of the reported lot were reviewed and no abnormalities were identified. Ambu production and qc perform 100% visual inspection on ascope. Production, technical team and quality control have been made aware of this feedback via quality alert.

Event description:
During pdt (photodynamic therapy) laser treatment for a patient with early-stage lung cancer in the bronchial lumen, a white fragment fell into the bronchial lumen. Upon retrieval of the fragment using grasping forceps, it was found that the slit portion of the scope's forceps plug was missing. It is presumed that the fragment tore off during probe insertion and fell into the bronchial lumen. Only the forceps plug was replaced with an olympus-made plug, and the procedure was continued and completed. The scope itself was not replaced. No impact to patient.